Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was noted to have declared elective replacement indicator (eri) a few hours after having delivered anti-tachycardia pacing and a 21 joule shock to treat a slow ventricular tachycardia. Interrogation of the crt-d revealed a shorted lead indicator message. The patient implanted with this device will be hospitalized until a replacement procedure can be completed.